Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-11116. It was reported that the patient presented remotely via merlin.net. The transmission showed that the pacemaker and the right atrial lead exhibited a noise problem. The atrial noise was recorded as false af episodes. No intervention was performed. The patient remained in stable condition.

Manufacturer narrative:
Correction: upon review the pacemaker, manufacturer report 2017865-2025-11115, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the pacemaker.